Event description:
Coating came off tip of device, removed from patient.======================manufacturer response for enseal, (brand not provided) (per site reporter).======================this is likely not a defective product, it was probably not straightened out prior to removing from the trocar. We will send a kit for return.